Event description:
Affiliate reported that it was very difficult to reprogram the valve that was implanted some weeks ago. It was also noted that it was very difficult to program the valve to the new setting. As a result the surgeon needed to take an x-ray to be sure on what setting the valve was programmed at. Product is still implanted in the patient.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device is still implanted.